Manufacturer narrative:
(B)(4): no information was provided regarding condition/outcome of the patient. (B)(4): fractured is not specifically addressed. No product, images only were returned to assist in this investigation. This device is manufactured and inspected by a sister cook company, (B)(4). The IFU shipped with the device lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The complaint information and imaging was forwarded to the manufacturer. Per (B)(4) investigation, "no fractures can be seen on the top of the stent. On the lower part of the stent, it is not possible to verify if the stent is bending, following the artery or has fractured. Based on the available information it is not possible to determine if the stent has fractured. More images and also images with blood flow (angiography) could be very helpful to the investigation." Limited information was provided. The device part and lot number are unknown. The date of the initial procedure is unknown. Examination of the returned imaging was inconclusive. However, the complaint will be trended as a fracture and included in the scope of the stent fracture quality engineering risk analysis. The associated severity will be documented as negligible harm not requiring medical intervention as it was reported that there was no adverse consequence to the patient and additional intervention has not been performed at this time. The customer will be contacted to determine if additional imaging and device information can be returned. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
Stent was placed in the right iliac at another facility and over time, a fracture of the proximal and distal end of zilver stent has occurred. The patient did not experience any adverse effects due to this observation.